Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 5fr sheath after a diagnostic procedure. Reportedly, the starclose se sheath completely split; however, the clip deployed inside the sheath. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device not returning. (B)(4). The device was not returned for analysis, however, abbott vascular identified difficulty splitting the sheath. Abbott vascular reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose se manufacturing process. Abbott vascular is working on possible mitigations to prevent recurrence per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.